Event description:
The customer contact reported that during preventative maintenance testing at the user facility, it was noted that the device alarmed for s233 (overtemperature-psc) error code. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found that the device did not alarm with a s233 (overtemperature-psc) malfunction alarm code; however, it was noted 16 times in the device history. Further testing found that the device fan was turning slower than expected causing ambient heat to exceed and the device generated the s233 error. The probable cause to the customer reporter s233 malfunction alarm code was a defective fan. This report represents all the info known by the reporter upon query by hospira personnel.